Event description:
The dealer states a part is broken off of he motor. The dealer states that it is a nut that is fused to the connector. The dealer states when the patient hits a bump it would cause the motor to cut out.

Manufacturer narrative:
The device was evaluated by the returns department which found that the standoff is broken and allowing for a loose connection during bench test.

Event description:
The dealer states a part is broken off of he motor. The dealer states that it is a nut that is fused to the connector. The dealer states when the patient hits a bump it would cause the motor to cut out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.